Manufacturer narrative:
Date sent to the FDA: 09/18/2020. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional h-3 summary: two pictures were provided for evaluation. Upon visual inspection of the pictures, one open box of product code p1665t, lot an0098 could be observed. However, no conclusion could be reach as the complaint sample was not noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G4 date should be 08/10/2020

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported, "doctor reported that during the procedure there was a thread break" were there any patient consequences due to this intra-op suture breakage event? What tissue was being approximated or sutured when it broke? Procedure name and date? Event date? Device return status/follow up? There was no damage to the patient, as he did not suture, since when the thread passed it broke in the skin. Tissue face, very superficial. Procedure: exeresis of a skin tumor. Date of procedure: (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences due to this intra-op suture breakage event? What tissue was being approximated or sutured when it broke? Procedure name and date? Event date? Device return status/follow up? Events were submitted via 2210968-2020-05820.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During the procedure, the suture broke. Another like suture was used. There were no patient consequences reported. Additional information has been requested.